Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that she was changing out the reservoir and filling the cannula when the alarm occurred. Troubleshooting was done. The customer stated that insulin did not exit the tubing and that the insulin pump alarmed no delivery. Explained that the alarm was caused by an infusion set or reservoir connection. Advised customer to replace the infusion set and reservoir. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.